Event description:
Procedure: laparoscopic colon. Reportedly, the device was applied and activated. The device made the proper seal tones, but when the device was removed, there were no changes to the tissue. No details were provided about any injuries or adverse affects to the patient. The report originator was contacted however, no additional information has been provided.

Manufacturer narrative:
One atlas was returned for evaluation. The device was pluggded into a generator and tested on simulated tissue with acceptable results. The device was tested for resistance and jaw gap. Both specifications were within the allowed range. Valleylab was unable to duplicate the customers report.